Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited infection with sepsis and perforation with unknown location. A revision was performed and the right atrial (ra) lead was explanted. There were no adverse patient effects reported.